Event description:
(B)(4).

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Zonular dehiscence occurred post-operatively and resulted in instability of the capsular bag. The healthcare facility has advised rayner that the patient showed no signs of zonular dehiscence prior to undergoing implantation of the c-flex aspheric 970c iol. Remedial, corrective and preventive action was taken by the healthcare professional and the capsular bag was sutured. The healthcare facility reports that the patient was not injured as a result of this event and that no further remedial action is required. The current condition of the patient is reported to be 20/20. Our review of production records for the c-flex aspheric 970c iol batch 042e35750 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (april 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 042e35750. The root cause of zonular dehiscence could not be ascertained in this case. There is no indication that zonular dehiscence is attributable to the rayner iol.